Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was confirmed, however evaluation has confirmed by 3rd party distributor. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error(b30). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error(b30) due to no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had no picture on screen. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.